Manufacturer narrative:
The device lot number was not provided; therefore, a device history record and non-conformance's could not be performed. The device remains implanted in the patient; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies device migration or misplacement, and aneurysm perforation or rupture as potential complications associated with use of the device.

Event description:
It was reported that during an aneurysm treatment procedure, there was initial detachment difficulty of the web with multiple detachment attempts. Reportedly due to forced microcatheter manipulation during detachment attempts, the web came out of the aneurysm and migrated to the aca/mca junction. A pipeline shield embolization device was used to successfully secure the web in place. After the web was secured and the pipeline fully opened, the original aneurysm was attempted to be coiled when it ruptured on placement of non-microvention coils. A balloon was inflated immediately and the bleed was slowed and then stopped. The patient woke up fine and intact; and was speaking and responding conversationally. An evd was placed later that evening as a precaution. The patient was held at hospital for a few extra days for observation before discharge.

Manufacturer narrative:
Additional information received. The web device was used to treat an acomm aneurysm. Patient is doing fine and will keep on dapt with aspirin and plavix. Patient will be brought back for 3 months follow up angiogram.